Event description:
Per complaint (B)(4), it was reported that a patient with a dental implant experienced bleeding and pain. Loss of osseointegration was also reported. The implant was explanted six years after initial placement.